Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual observation revealed no anomalies. The retention plate was not returned with the device. The device was functionally tested by actuating the jaw lever, and the jaw opened and closed as intended. A needle and suture were loaded into the device and the device was tested on a rubber strip. The needle deployed with the suture as intended, and retracted as intended. A test retention plate was loaded onto the device and the test was repeated; the needle deployed and retracted as intended. The reported complaint of the needle becoming jammed in the expressew auto capture + gun cannot be confirmed based on the evaluation of the returned device. A potential root cause for the issue the user experienced would be using the eiii needle beyond indented use; eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue and/or bend, which may contribute to needle jamming. Other than this possibility, a definitive root cause cannot be determined. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the needle became stuck in the up position in the customer's expressew auto capture + gun and when they could get the needle to retract it misfired during a rotator cuff repair surgical procedure. The case was completed with another like device. There were no patient consequences but a 2-minute delay was reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.